Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint and found the prograsp forceps instrument to have a dislodged pin at the distal clevis hub. The dislodged pin was not returned with the instrument. Based on the information provided at this time, this complaint is being reported because the instrument clevis pin was missing or sticking with no evidence or claim of user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a screw on a prograsp forceps instrument backed out. The customer confirmed that the screw did not fall into the patient. The customer attempted to remove the instrument through the cannula, but the loose screw prevented them from doing so. After undocking the patient side manipulator (psm), the customer removed the instrument and cannula together. The customer then removed the screw, which allowed them to remove the instrument from the cannula. The customer re-docked to proceed with the procedure. The procedure was completed with no patient harm, adverse outcome or injury reported.